Event description:
Meter name: one touch ultra, strip name: one touch ultra test strips, meter code: 16, strip code: 16, strip storage: stored correctly, symptoms: felt low. The patient reported that they passed out after taking 15 units of insulin. Paramedics were called for treatment. Their meter allegedly was inaccurately erratic. The result on their meter was 94mg/dl prior to taking insulin. Result of 285mg/dl is also reported. Unknown source of this result. The result on the emergency medical technician meter is unknown. The time difference between patient's meter and emergency medical technician's meter is unknown. Treatment is unknown. Customer went to the lab the next day and received a result of 331 mg/dl. When comparing to their meter patient received a 363 mg/dl. Patient used a venous sample on their meter when patient compared it to the lab. No further information has been reported.